Manufacturer narrative:
No review of manufacturing records for complained parts can be performed either since lot number/product information is unknown.

Event description:
Revision surgery was performed on (B)(6) 2026 due to acetabular failure - product code and lot number of acetabular cup are unknown. The patient had previously sustained a hip fracture, treated in egypt with an h-max hip system. During revision the h-max s standard fem. Stem #13 (product code: 4250.20.130 - lot: unknown) was reported as stable therefore not revised. The acetabular side was revised: acetabular cup (and fem. Modular head - l ø28mm (product code: 5010.09.283- lot: unknown). Event occurred in canada.